Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter, (emergency medical services-ems). The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue first started on (B)(6) 2016, 07:00am. It was claimed that the patient obtained an alleged inaccurate high result of in the 200mg/dl on the subject meter compared to "a result so low that it did not register on the other device," performed less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs' criteria for accuracy. The patient manages her diabetes with oral medications diet and/or exercise and stated that on (B)(6) 2016, 07:10am she had developed the symptoms of dizziness and blacking out. The patient received advice from an ems health care professional not to take anymore metformin. At the time of trouble shooting, the cca confirmed that the patient was unable /unwilling to say if subject meter was set to the correct unit of measure. An approved sample site was used to obtain the results and the patient used the correct testing steps to obtain the results. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.